Event description:
It was reported that the pump exhibited error code 1260 and a corrupted memory. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition; all was intact. There was evidence of the error, or the reported problem recorded in event history log. The customer reported problem was verified/duplicated. Error code and corrupted memory issue was seen during the investigation. A corrupted/faulty microprocessor unit board was found to be the cause of the reported problem. For corrective action, the faulty microprocessor unit board was replaced. The root cause of the reported problem was unknown. Product is beyond 17 years from manufacture date of 2005-04 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous 12 years and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Other, other text: b5: additional information received on 17-aug-2022 via email and attached in complaint object: failure occurred during testing and not with a patient. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 6500. H4: correction: device manufacturing date: 29-apr-2005.